Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chip in the adhesive around the light guide lens, the cause was due to a degradation problem, and for the forceps elevator that had foreign material, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chip in the adhesive around the light guide lens, and the forceps elevator had foreign material. There was no patient involvement.